Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. Evidence of tampering and physical damage were observed. The device's power management board and speakers were replaced to address the issues. Conclusions: device has been evaluated but the components have not been replaced pending customer approval of estimate.